Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller initially called because they needed help with clearing an alarm on the insulin pump. Assistance was provided with clearing the alarm. When asked what alarm was displayed, the caller stated that it was a failed battery alarm. The caller was advised that troubleshooting needed to be completed once the alarm was cleared. However, the caller stated that the owner of the insulin pump is deceased and there is no point in performing troubleshooting. When asked if the death of the customer had been reported, the caller stated that they don't know if someone else has, but she hadn't. The caller did not want to provide any more information; she stated that she was late for an appointment.